Event description:
Related manufacturing reference number: 2017865-2021-36628. Related manufacturing reference number: 2017865-2021-36743. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was heart disease.

Manufacturer narrative:
Correction: b5 - related manufacturer number. Analysis was normal. No anomalies were found.

Event description:
Related manufacturing reference number: 2017865-2021-36628. Related manufacturing reference number: 2017865-2021-36631. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was heart disease. No additional information was reported.